Manufacturer narrative:
(B)(4) device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-00978. It was reported that air in the system and subsequent air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was positioned in the laa and noted to be pressed against the laa wall. The 33mm watchman delivery system (wds) was advanced in the was. While advancing the wds, air was observed in the distal end of the was and advancement was halted. It was noted that during fluid to fluid connection, a flush bag was connected to both the was and the wds. They disconnected the side port of the wds and waited, but did not see blood. Air was then observed in the pericardial space. Fluoroscopy, transesophageal echocardiogram (tee) and ice were performed to search for a pericardial effusion; however, none was observed. It is thought that nitrogen possibly crossed the membrane and this was likely a nitrous air effusion in the pericardial space. The was pulled back slightly and blood was observed. The wds was withdrawn from the patient, flushed and then reintroduced into the was. The 33mm watchman closure device was then implanted successfully in the laa. There were no adverse effects to the patient and no intervention required. No further patient complications were reported.